Manufacturer narrative:
Analysis of programming history.

Event description:
Manufacturer review of a vns pt's programming history noted that an interrupted systems diagnostics test occurred on (B)(6) 2004 which caused the vns settings to change. The settings were not changed back fully to the intended settings until (B)(6) 2006.